Event description:
A distributor reported a malfunction of a pump in denmark, providing a malfunction code that was not resettable. Here was no reported adverse impact to customer's blood glucose level. The pump was replaced by technical support and the customer was informed of the need for replacement and instructed to return the problematic pump using a pre-paid label, although details of the backup insulin therapy were not disclosed.